Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion was located in the severely tortuous left circumflex. A non-bsc 6fr guide catheter was placed and the lesion was pre-dilated lesion using a 2.0mm x 15mm non-bsc balloon and the residual stenosis was 90%. A 2.5mm x 23mm promus stent was implanted in the lesion. The physician advanced the 15mm x 2.5mm quantum maverick balloon catheter to post-dilate the promus stent. The maverick was inflated one time using unspecified atms and ruptured. The procedure was completed using a 2.5mm x 15mm non-bsc balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).